Event description:
A customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect various parts of the pump and clean the pneumatic tap area. After cleaning, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.